Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146055.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.